Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator had mode switch episodes which were missing in the electrograms (egm). No intervention was performed. The patient had no adverse consequences.